Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cable was broken. The pitch up cable was broken at the distal clevis hub. The broken cable that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that the cable separated on the prograsp forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.